Event description:
Additional information was received from the patient who stated they were told the most likely cause of the battery depletion was that they ran the setting high (7) instead of (3) which caused the battery to run out. The device was removed in september 2021 and they had a new stimulator placed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt)'s ins stuck out, it moved it twisted and turned and the patient bumped it. Pt also reported they had to crank it to 7 to get any effect and on july 12 they learned their ins had a month and a half to two months left before the battery would be dead. Pt said it was dead a full week by the time it was replaced yesterday and the new implant was placed on the other side. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt reported they do not have the burning does not feel (when they need to go to the bathroom) and pt shows blood then know they have to get help because their bladder forgets. Pt said: they deal with it, they have a lower level of urgency than other people. Pt also reported that prior to getting the ins, they had gotten botox 2 years ago which worked then wore off so the patient repeated the process but it never wore off then got the stimulator.